Event description:
It was reported that the insulin cartridge leaked insulin into the cartridge compartment of the infusion device. The leakage was observed at the connection between the cartridge and the infusion set.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Shipment of complaint material from russia suspended indefinitely.